Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower fingerprint reader was not working. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the fingerprint reader was not functioning. The technical support specialist checked the fingerprint reader settings and saved the configuration. The application was restarted, and the user was then able to enroll a fingerprint successfully. The system functioned as intended after the technical support specialist troubleshot the device.